Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
It was reported during remote follow up that the right ventricular lead displayed high defibrillation impedance. The product will continue to be monitored. There were no patient consequences reported.